Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and changed out the cartridge.